Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). Kissing balloon technique was performed. Subsequently, a 2.50 x 12 synergy¿ drug eluting stent was advanced to treat the lesion. However, the stent was deformed when the stent delivery balloon catheter was manipulated to reposition the stent. While retrieving the synergy¿ stent, the stent was stretched inside the guiding catheter. The procedure was completed with another 2.50 x 12 synergy¿ stent. No patient complications were reported and the patient's status was good.